Manufacturer narrative:
Then insulin pump was received with broken battery tube threads, minor scratched display window, cracked case at reservoir tube window corner and cracked reservoir tube window.

Event description:
It was reported that the customer's insulin pump was missing part of the battery compartment casing. His blood glucose was 132mg/dl at the time of reporting. He was advised to revert to his backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.